Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for the explant was mechanical complication of iol left eye. Additional information has been received and stated that the patient unable to adapt to vivity lens. There was no patient harm after replacement but patient may require photorefractive keratectomy (prk).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).